Manufacturer narrative:
Correction to d9 since the device was evaluated by a field service engineer (fse). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A field service engineer (fse) was dispatched onsite and replaced the sdi cable which resolved the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed during troubleshooting and the unit was restored to specification at the conclusion of the servicing. The root cause of the component failure is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high definition lcd monitor is unable to display video. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer mentioned that the serial digital interface (sdi) cable was damaged and required replacement. A field service engineer (fse) was dispatched onsite to troubleshoot and resolved the issue by replacing the sdi cable. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.